Event description:
In 2008, dr performed the pelvic organ prolapse surgery (pops) using the mesh insert on me. I had leakage and accidents for some time. I knew of other women who had the regular repair and had to repeat the procedure a few years later. I was referred to the dr by my regular ob/gyn, for this surgery. Dr explained the procedure and said she had done many mesh surgeries, and had very good results. The surgery was scheduled and performed. After the surgery, I had minimal pain, a fast recovery and no adverse side effects. I've had two follow-up visits and been released from her care. I am extremely satisfied with the results, and I recommend this procedure to other women needing prolapse bladder surgery.